Manufacturer narrative:
The device history record for the lot, 0202475884, number involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Fill volume: 550 ml, flow rate: unknown, procedure: total knee replacement, cathplace: femoral nerve block. A report was received stating, the facility had an issue with a bolus pump . The clinician stated there was no injury to the patient. Additional information received 9-feb-2017 stated there was no injury to the patient. The pump was connected to the patient by the anesthesia professional at the end of the surgery in the operating room. This patient was wheeled to post anesthesia care unit. The bolus button was pushed and the button never pop back up. The clinicians attempted to trouble shoot the problem by clamping and unclamping the tubing. The button remained stuck down. The supervisor ordered a new pump for the patient. The new pump worked without incident for the patient. When the clinician unhooked the reported pump from the patient, she noted the pump flowed. No additional information was provided.

Manufacturer narrative:
No failure detected, device out of specification (due to the below specification flow rate result). One sample device was returned. The pump was returned full. The pinch clamp was opened and the pump infused at all selectable flow rates. The bolus was allowed to refill and was depressed and functioned appropriately. This was repeated a second time. The tubing was cut below the blue connector to drain the medication. A male and female luer were used with cyclohexanone to bond the tubing back together. The pump was refilled to nominal volume with 400 ml of 0.9% saline using a baxa repeater pump. Flow accuracy testing was performed with the saf set to 7 ml/hr. After 43 hours of testing, the pump yielded a flow rate of 5.15 ml/hr which is below specifications with a +/- 20% tolerance. Pressure pot testing was performed on the selected-a-flow unit flow rates 1 ml/hr, 2 ml/hr, 4 ml/hr and 7 ml/hr without the filter. The saf unit was detached from the pump. The saf unit was connected to a pressure gauge. The average bladder pressure used was 8.0 psi. The saf flow rate 1 ml/hr yielded a flow rate of 1.05 ml/hr, which is within specifications with a +/-20% tolerance. Flow rate 2 ml/hr yielded a flow rate of 1.81 ml/hr which is within specifications with a +/- 20% tolerance. Flow rate 4 ml/hr yielded a flow rate of 3.78 ml/hr which is within specifications with a +/- 20% tolerance. Flow rate 14 ml/hr yielded a flow rate of 6.63 ml/hr which is within specifications with a +/- 20% tolerance. Bolus button testing was performed with the pressure set to 8.46 psi. The bolus was detached from the pump and the tubing was bonded back together with a male and female luer using cyclohexanone. The bolus unit was attached to the pressure gauge. The bolus button safety test results yielded an average delivery amount of 2.05 g; the average is within specifications. The bolus volume test results yielded an average delivery amount of 4.24 g, all results are within specifications. The investigation summary concluded that a stuck button was not observed. During the flow accuracy test, the flow rate was below specification. During pressure pot testing, all flow rates met specifications using the average bladder pressure. During bolus and safety test the pca met specification. Root cause could not be determined. All information reasonably known as of 09-may-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).